Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states a nurse was accidentally pricked by an unused disassembled safe-t-pro plus device. No medical treatment required. Requested return of suspect device and replacement was sent.